Event description:
It was reported that the cine run on the 9800 sys would not play back during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cine bridge board, cine drive, and hard drive were replaced and the software was re-installed during the svc call. The sys was tested and found to be working as intended and put back into svc.